Event description:
It was reported that arteriotomy closure of a common femoral artery was attempted using two proglide devices during suture placement using the pre-close technique. Reportedly, during an interventional procedure (impella device implant) the physician placed two proglide devices using the pre-close technique with a 6fr sheath. The sheath was upsized to a 14fr sheath to successfully complete the interventional procedure. The 14fr sheath was removed and after advancing the knot, bleeding was noted and two additional proglides devices were used; however, bleeding continued after the deployment of the sutures and advancement of the knots. Manual arterial compression was used for one hour along with a femostop. A vascular surgeon was called and the patient was taken to surgery. A cut down procedure was performed and the artery was repaired using a patch. A clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified. A follow-up report will be submitted with all additional relevant information. The other proglide devices are being reported under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Bleeding continuing after apparent successful deployment as reported can be influenced by, but is not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple suture-related inspections including, tip to suture proof-loading, knot formation verification, and absence of suture damage or kinks. At final inspection, all devices undergo inspections to verify suture is not damaged or deformed. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. Reportedly, two proglide devices were deployed using the preclose technique through a 6f sheath, and then the sheath was upsized to 14f in order to successfully complete the interventional procedure. After the procedure, the 14f sheath was removed, and after advancing the knot, bleeding was noted and two additional proglide devices were deployed. There was no reported information that the patient had any of the conditions listed under the special patient populations section of the proglide instructions for use. Based on the reported information and the inspection criteria, a definitive cause for bleeding continuing after apparently successful deployment could not be determined, however, upsizing to a 14f sheath in order to successfully complete the interventional procedure may have been a contributing factor. The device lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not available for analysis.